Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The patient effect of hemorrhage / blood loss / bleeding is listed in the electronic prostyle instructions for use as a potential adverse event associated with the use of the device. The investigation was unable to determine a conclusive cause for the reported failure to achieve hemostasis and patient effect; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
User facility medwatch report (mw5120642) received that states "product is used as a vascular closure device post procedure to prevent bleeding. Product failed with patient bleeding after prescribed bed rest."

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.